Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4). Product type: recharger. Product ID: 97745, serial# (B)(4). Product type: programmer, patient. Product ID: 97745, serial# (B)(4). Product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that sunday during the night, patient received a screen that said to replace her battery; patient was unsure what the actual message on the screen was. Her controller had been blank/unresponsive since then. Her ins hadn't been charged for 3 days. During the call, the patient reset her controller and her controller showed "no device found" and then if she pressed "recharge" she would get "connect the recharger"- patient's recharger was plugged into the controller, the patient unplugged the recharger and plugged it back in and she received the same screens. Patient saw damage where the cord entered the coil on the rtm. No patient symptoms were reported. Additional information was received from patient who reported that she recently had trouble with charging. Patient stated she was sent a new recharger which resolved the issue for couple of days, but now she's seeing no device found screen again and can't get past that screen. On the call, patient plugged the recharger to go into passive recharge mode and saw 'connect the recharger' even when the recharger was plugged into the controller. Patient service(ps) had patient unplug the recharger from controller and reinsert it and the patient was able to get to passive recharge mode. Patient was seeing that the numbers were fluctuating. Additional information was received from patient who reported that about two months ago, patient fell and since then she has had complications with her therapy. Patient said that she has pain where the ins is implanted and that sometimes her stimulation turns off on its own and when patient turns the stimulation back on, she received a "jolt." Patient said that since the fall, she received "poor recharge quality" and "no device found." Patient received a replacement recharger and controller and during the call, patient attempted passive recharge and received the poor recharge quality and no device found screens. Patient service specialist(pss) advised patient to follow up with healthcare provider and manufacturer rep to address pain where implant is and patient receiving poor recharge quality. Patient also mentioned that she was doing the set up screens on the new controller and the controller froze on the "numbers" screens so at the beginning of the call, patient took the li-battery out of the controller and put it back in and was able to resolve the issue and was working as expected.